Event description:
Upon retrospective review, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
The event date is estimated. The fsca number is pending.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2022-01344.